Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided; therefore, a review of the manufacturing records is not possible at this time. The patient's attorney alleges unspecified injuries; however, no details or medical records have been provided regarding the nature of the injury. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. Note: not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2009: the patient underwent surgery for implant of an unspecified bard/davol perfix plug. The patient is only making a claim for an adverse patient outcome against the perfix plug. The attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿

Event description:
The following was alleged by the patient's attorney: (B)(6) 2009: the patient underwent surgery for implant of an unspecified bard/davol perfix plug. The patient is only making a claim for an adverse patient outcome against the perfix plug. The attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ addendum per additional information provided: (B)(6) 2009 - patient was diagnosed with left indirect inguinal hernia thereby underwent open repair with the implant of perfix plug. Per operative notes, ¿a fat containing hernia was dissected free from the round ligament and reduced within the internal ring. A perfix plug was secured to the internal ring, conjoined tendon and inguinal ligament with sutures. An onlay mesh was then placed in the floor of the canal and secured circumferentially with sutures to the pubic tubercle, conjoined tendon and inguinal ligament.¿ (B)(6) 2010 - patient was diagnosed with incarcerated recurrent left inguinal hernia thereby underwent laparoscopic converted into open repair with the removal of perfix plug. Per operative notes, ¿scar tissue created from prior repair was abundant. The left palpable mass which was contracted wad of mesh that appeared to be protruding from inguinal canal. The matted mesh was removed completely, then a synthetic mesh was placed and secured with sutures." Attorney alleges that the patient had mesh shrinkage, hernia recurrence and emotional injuries.

Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. The patient's attorney alleges unspecified injuries , however, no details or medical records have been provided regarding the nature of the injury. Information is limited at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 11 months post implant of perfix plug, patient was diagnosed hernia recurrence, scar tissue and mesh deformation thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device list hernia recurrence as possible complication. Note, the manufacturing date (15-nov-2008) is considered to be a best estimate. Updated fields: a2, b2, b3, b4, b5, b7, d4, d.6b (date of explant), g1, g3, g6, h2, h4, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.